Manufacturer narrative:
Burn with hyper-and hypo-pigmentation after harmony hair removal. The discoloration may heal or stay permanent.

Event description:
It was reported about a hyperpigmentation, crusting and peeling following the harmony xl hair removal treatment.

Manufacturer narrative:
Burn with hyper-and hypo-pigmentation after harmony hair removal. The discoloration may heal or stay permanent. UDI related data quality updates. This supplemental report represents a correction to a previously submitted MDR.

Event description:
It was reported about a hyperpigmentation, crusting and peeling following the harmony xl hair removal treatment.